Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, yellow particles, delamination of the valve and opening in the valve. Leak test and microscopic analysis was performed which identified: delamination (>75%total separation) and crack opening. Based on the device analysis, the final assessment is a delamination total of the valve (cohesive failure) and a cracked valve seat diaphragm valve. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional also reported capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.